Manufacturer narrative:
Complaint allegation was confirmed. Visual inspection did not showed any physical damaged to the returned device. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The returned ar-6480 dualwave pump was assembled with a new ar-6410 and ar-6430 tubing's and were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and it was noticed that the motor on the inflow side was loud and the motor on the outflow had worn out. Complaint tube sets were not sent for evaluation. Based on the age of the device the most likely cause is normal wear and tear of the device.

Event description:
It was reported that the right side (outflow) of the device is not working properly and does not rotate/sporadically during the operation of the device. A replacement of the tubing and checking for proper fit resulted in no improvement. After exchanging the device with an identical device no more problems occurred. There was no harm for patient, operator or third party reported. No further information received. Update avoe 06-dez-2021. It was confirmed that the error occurred during the surgery on the patient. No harm for patient, operator or third party occurred. Original arthrex tubing was used with the pump. Part- and batch number of the tubing is not available, as the tubing was already discarded. No error messages were displayed when the error occurred.